Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that the pump was not working properly. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.